Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of capture at high output and inadequate sensing at multiple locations in the ventricle. The lead was no longer used and replaced successfully. The patient was recovering well post procedure.